Manufacturer narrative:
Product evaluation: service and repair could not verify the user report of excessive heat for the em210 handpiece. Pre-repair temperature testing was performed. The ambient temperature was 74.4 f, and after 1 minute of running the temperatures were: t1 - 76.2 f, and, t2 - 76.1 f. The unit operated within normal parameters. Examined the item; no fault was found. The handpiece was cleaned, tested and passed to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation: analysis results are not available; evaluation of the device is expected but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that the em210 handpiece was overheating during testing. The time it took for the device to heat up is unknown. There was no patient impact.